Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gi bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy (supratherapeutic inr), past medical history and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented for routine clinic visit with complaints of lethargy. The patient appeared pale. Labs were drawn and the patient was found to be anemic. The patient also stated that he may have experienced melena. Based on these findings, the patient was admitted for further investigation. The patient was subsequently transfused due to low hemoglobin.  Endoscopy revealed generation irritation, but no active bleeding source was identified. The patient was started on infusion of pantoprazole. Anticoagulation was withheld as international normalized ratio (inr) was supratherapeutic at admission. Pump flows were stable and there was no report of a vad related issue. It was last reported that the patient was discharged on (B)(6) 2017 and there have been no residual symptoms.  No further information was provided.